Event description:
The catalog number and lot number were not printed on the strip drum vial. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.